Event description:
It was reported that during pre-dilatation of a moderately tortuous, heavily calcified distal left anterior descending artery lesion, the mini trek (2.0x15 mm) balloon ruptured with the first inflation below the nominal pressure. A xience v stent delivery system and a non-abbott balloon were used to successfully complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(6), during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos route. Guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.